Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had a successful baclofen trial but went through withdrawal approximately two weeks prior to the report and had not experienced any therapeutic effect since that time. There are no alarms or other medical issues noted and no volume discrepancies. A dye study was performed but no problems were found. The patient did not respond to a 50 mcg and then 75 mcg bolus of baclofen that was programmed within 24 hours. The distal portion of the catheter was replaced but the patient was still unresponsive to therapy. It was planned that the programming would be confirmed and that the physician would access and review the event logs. A roller study would also be reviewed. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
.